Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported by a study that the patient had expired. The device had been implanted for less than one year, the leads for approximately 9 years. No complaints, allegations, or previous contacts have been made regarding the device system or any of the individual components. The contact facility and physician in the study had no further information about the circumstances surrounding the patient death. No further information has been made available at the time of the report.